Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The stm replaced ac line cord that resolved the issue. The stm performed pm with all calibration, functional and safety tests on iabp. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during routine preventative maintenance (pm) performed by a getinge service territory manager (stm), the unit failed the ground resistance portion of the electrical safety test on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement; thus no adverse event was reported.